Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00620205222 tm modular cup 52mm cluster lot# 62798680, item # 00630505036 xlpe 0 degree poly liner 50,52,54x36 lot # 62782114. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02651 ; 0001822565 - 2018 - 02649.

Event description:
It was reported that patient underwent a revision procedure approximately four years post implantation due to pain, metallosis, and liner fracture. Metallosis was all over the area. Liner and metal fragments were found in the body. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records and device examination. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical record review identified the following : the patient underwent a left total hip arthroplasty and was later revised due to failed hip arthroplasty. The patient had been suffering from pain and a grinding sensation. During the procedure, there was metallosis, synovitis/ effusion in the joint space. The poly liner had fractured and the fragments had dislocated. Burnishing was observed on the locking mechanism and the mechanism was damaged. Metallic debris was present in the joint space. The shell, liner, and head were replaced with new zimmer biomet products. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision procedure approximately four years post implantation due to pain, metallosis, liner fracture, grinding sensation and destruction of the acetabular cup locking mechanism. Medical records identified the following: metallosis; synovitis; black synovium; burnished locking mechanism; metallic debris in wound, pre surgical asymptomatic bacteriuria; no infection noted; osteolysis of the femur; and no evidence of trunnions. The cup, liner, and femoral head were revised. No further information has been provided at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item# 2834 stem size 8 14 lot# 2754601. Complaint sample was evaluated and the reported event was confirmed through visual inspection. Visual inspection noted metal wear in the form of scratches and gouges on the exterior articulating surface likely might have got in contact with the inner surface of the shell. The tapered hole has no damage. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.